Manufacturer narrative:
Device evaluation: one (1) opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned products did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris, foreign matter that made contact with patient's eye. Procedure completed successfully. There was no patient injury and no surgical intervention required. Reportedly patient outcome was fine. No further information provided.